Manufacturer narrative:
This is the 2nd of 2 records.

Event description:
During receiving of the returned devices, it was found that the subject guidewire was broken.

Manufacturer narrative:
The subject device was identified as an extra section of guidewire returned with another guidewire evaluated and reported under MFR report # 3008853977-2016-00159. Only the 48.0cm fragment of this transend guidewire was returned and device history record review could not be performed because the lot number of the device is not known. Analysis of the returned device revealed that the guidewire was fractured and the guidewire ptfe coating was discolored. Similar complaint of the guidewire ptfe discoloration was already evaluated and reported under MFR report # 3008853977-2016-00159. As per sem and edx (energy-dispersive x-ray spectroscopy) analyses of the guidewire under MFR report # 3008853977-2016-00159 the cause of the discoloration could not be confirmed. However there are controls in place in the manufacturing process that would have detected the discoloration on the ptfe. In addition, the fracture site on the guidewire was covered in blood. It was determined that sem would not likely provide any information to determine the cause of the fracture because of the blood covering the fracture site. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported events (discoloration and fracture). Based on the information available the exact cause for the reported event cannot be determined this is one of 2 reports (see MFR report # 3008853977-2016-00159).

Event description:
During receiving of the returned devices, it was found that the subject guidewire was broken.